Event description:
The customer reported non-reproducible cancer antigen (ca) 19-9 results, for one pt, involving unicel dxi 800 access immunoassay system. Subsequent testing produced results within different clinical ranges. The discrepant results were not released out of the lab. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2009. The fse verified all reagent pipettor alignments and cleaned the duck bill valve. The fse performed high sensitivity (hs) system check which passed within instrument specifications. No system issues were noted. The unit conformed to the MFR's performance specifications. Pt samples were collected in serum tubes with gel separator. Sample centrifugation was performed for five minutes in a swinging bucket centrifuge. Quality control (qc) was within the customer's established ranges prior to and after the event. This reportable event was identified during a retrospective review of complaints conducted from january 01, 2008 through october 23, 2010 for add'l reportable events.